Event description:
It was reported that a patient underwent a kyphoplasty surgery to treat a compression fracture at l3. During the surgery, the surgeon inserted the balloon, inflated to 2cc and 300psi when the balloon ruptured. The doctor completely removed the ruptured balloon and nothing was left in the patient. A back up balloon was used and the procedure was completed with a successful result and this event did not cause any harm to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.